Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 501 mg/dl. Symptoms that were reported at the time of the incident included nausea, headache, and sweating. The customer was treated for the high blood glucose via insulin pump. Troubleshooting was provided. The customer stated that they do not treat themselves with enough insulin at times which probably caused the high blood glucose. The customer did not state if the auto mode feature was in use. The insulin pump will not return for analysis.